Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mm2298, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a debridement procedure on (B)(6) 2019 and suture was used. The suture separated from the needle during sewing, and immediately changed another one to complete the procedure. There were no adverse patient consequences reported.